Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information.

Event description:
It was reported that the centrimag was being set up to be used on a patient and the system displayed "motor alarm". It was mentioned that they had not placed the patient on support. The centrimag motor was replaced with another using the same centrimag console. There were no other alarms. Additional information mentioned that was no patient involvement. There was no delay to patient care or adverse patient effect. The alarm occurred at time of pump preparation pre-implant. The site used the same console, which was currently in patient use, and just swapped the motors with no further alarms.